Event description:
It was reported that the pump touch screen display has cracked-like lines, leading to screen being unreadable. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy.